Event description:
It was reported that significant bleeding occurred during an ion lung biopsy. The procedure was aborted and the patient ultimately expired. The target lesion was a 4cm right lower lobe consolidation. The physician reported that six needle biopsy passes were completed without issue. Significant bleeding started when using biopsy forceps. The estimated blood loss was 200cc. The physician stated, ¿I hypothesize the patient had evolving collateral vessels from a potentially significant organizing or acute interstitial pneumonia.¿ the patient had severe copd which limited pulmonary reserve. The hemorrhage was reported as not due to a specific device, but to iatrogenic injury to the vessels in the large target consolidation during biopsy. The cause of death was reported as respiratory failure due to airway hemorrhage from the biopsy. There were no issues or malfunctions with the ion system or any devices used.

Manufacturer narrative:
A review ion system logs found there were no related system errors to have occurred during the procedure that were relevant to the reported event. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent ion bronchoscopy for evaluation of a rll nodule. A needle and a third-party compatible biopsy forceps were used to sample the nodule. Significant bleeding occurred during the biopsy and despite resuscitative efforts, patient expired. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the reported event was likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. ---facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. ---kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. ---bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. ---brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.